Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 5381086 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 5381086 were previously tested in complaint (B)(4) on 03/oct/2022. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications device history record (DHR) review: the lot 5381086 was packaging according to the work instruction (wi) version 95 in the line 4, on 03/mar/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5382557 was manufactured according to the wi version 1 in the gluing of tubing in the machine itl01, on 01/mar/2022, with a total of (B)(4) units. The lot 5381962 was assembled according to the wi version 1 in the gluing of tubing in the machine itl01, on 23/feb/2022, with a total of (B)(4) units. The lot 5381970 was assembled according to the wi version 1 in the gluing of tubing in the machine itl01, on 24/feb/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 5381086 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further action are required, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.e activities.

Event description:
To date no additional patient or event details have been received.